Manufacturer narrative:
The report of ¿unable to enter MRI mode¿ was confirmed. Analysis of returned lead a found four broken wires near the terminal end of the lead. These fractures are consistent with the root cause of ¿unable to enter MRI mode¿. However, the root cause of the fractures is unknown as there were no reports of the patient having had any trauma, falls or accident prior to the reported allegation.

Event description:
It was reported that patient was unable to set ipg to MRI mode, patients leads have high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.